Event description:
Device 2 of 2; reference MFR report: 1627487-2019-02191. It was reported the patient's dbs system was infected. Consequently, the pocket adapter and ipg were explanted. A new adapter and a new ipg were implanted and the therapy has been resumed.

Manufacturer narrative:
Note: the reported event of infection cannot be evaluated or confirm via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02191.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-02191. Follow up information received identified there has been no further concerns by the clinical team regarding the patient with any other issues regarding the patient's infection. This patient's issue would be considered resolved.